Event description:
Caller alleged discrepant results with the meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 3.2, lab: 6.4. Within ten minutes. Pt's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.